Event description:
The facility cs manager verified that the injured employee returned to work with no sustaining injuries.

Manufacturer narrative:
The steris field service representative inspected the cart and found that the caster assembly was broken. After the caster assembly was replaced, the cart was fully operational. Steris is investigating the cause of the malfunction. In addition, the steris personnel assembling the loading carts were re-trained in proper assembly techniques. The transfer cart operator manual warns of burn hazards and directs users to: "use hand protection when removing loading car from sterilizer. Loading car may be hot." And also "sterilizer and loading car will be hot after cycle is run. Always use hand protection and apron when removing a processed load." It is not known if the operator was wearing protective apparel at the time of this incident.

Event description:
The left rear caster came off the transfer cart¿s wheel housing while the cart was in use. The operator tried to catch the cart to prevent it from falling, and received a burn on her forearm as the cart was still hot following processing. The operator received medical treatment for the burn. Other hospital staff replaced the broken wheel and placed it back in use. The broken wheel came off again and the cart was removed from use and steris was notified of the problem. No injury occurred as a result of the second incident.